Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection and pyrexia. The surgeon decided it is not product failure because it occurred after a long time since the primary surgery.

Manufacturer narrative:
(B)(4).